Event description:
It was reported that this right ventricular (rv) lead exhibited jumpy impedances and the lead safety switch was recorded. Noise is also present since the lead is in unipolar configuration. Boston scientific technical services (ts) provided programming options. The lead remains in service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).